Event description:
The hosp reported that during the coronary artery bypass procedure, the seal didn't deploy out of the delivery tube. The surgeon noted that the seal was halfway out of the tube and was cracked. The surgeon completed the procedure with a side biter clamp. No additional pt complications were reported.